Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, in the den of the stomach, the stapler had a problem and did not fire the load. The surgeon was able to press the green button but was not able to squeezed the handle. A new device was used to complete the case. No patient injury.